Manufacturer narrative:
(B)(4). Concomitant medical products - medical devices, unknown hg2 liner, unknown hg2 cup, unknown hg2 stem. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-04608. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient was revised due to dislocation. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: reported event was confirmed by review of the x-rays. X-ray review states that left hip arthroplasty components are present with marked lateral subluxation of the femoral head secondary to advanced polyethylene liner wear. The tip of the femoral component is not included. The bones are osteopenic. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.